Event description:
It was reported that a patient with a 25mm pericardial valve in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 15 years, four (4) months due to stenosis and insufficiency. The tpvr was performed with a 26mm transcatheter valve.

Manufacturer narrative:
Additional narratives: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2800 aortic valve implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 15 years, four (4) months due to stenosis and insufficiency. The tpvr was performed with a 26mm 9600tfx transcatheter valve. According to the physician, there was no allegation that the surgical valve prematurely failed.